Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that a patient received a consecutive hiatal hernia and endoscopic fundoplication (tif) then developed a complication several hours post op. Four to five hours post procedure the patient was in recovery and was "not doing well with chest pain and that an esophageal leak was suspected." An esophogeal leak was diagnosedpost procedure; no leak was identified during the procedure. Treating physicians noted that the device performed perfectly. The surgeon performed a routine laparoscopy and noted a misplaced fastener and released it. The patient improved dramatically and was discharged after 48 hours.